Manufacturer narrative:
Parts ordered. Checked system. Found hard drive not coming up to a complete boot. Removed and replaced dsid pcb. Checked operation. Machine works as intended. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-07040. That number had already been submitted for model stenoscope, submitted on 11/14/2007. We are submitting this report to replace the duplicate report number for this device.

Event description:
The customer reported, the stenoscope system is displaying hard disk error and will not save images. No patient injury was reported.